Manufacturer narrative:
Device has reportedly not been explanted yet. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacture date: july 15, 2016. No non-conformance reports were generated during production. Device history record (DHR) review found no relevant issues that would result in this product complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted with two psi (patient specific implants) peek cranial implants on (B)(6) 2016, developed an infection postoperatively. The infection site was cleaned and the peek cranial implants were removed on an unknown date. The infection is reportedly gone. The patient will be revised and new peek cranial implants will be implanted. The surgery date will be determined but is anticipated to occur by the end of (B)(6) 2016. This is report 2 of 2 for com-(B)(4).